Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, deformation and a crease fold. Cloudiness and bubbles in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: the unit was not ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.